Manufacturer narrative:
The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. Patient demographics requested however not provided.

Event description:
It was reported that luer lock cap was not secured to a non bd extension set which disconnected and leaked when connected to IV tubing. There was no report of patient harm. The event occurred in the cancer clinic.